Event description:
Litigation alleged the patient suffered pain, disability and excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered pain, disability and excessive blood levels of chromium and cobalt as a result of the implanted asr hip. Update (B)(4) 2013 - "plaintiff#146;s" preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/17/2014 - medical records received. Upon revision, metallosis and a cystic formation were noted. It appears that there are additional medical records, possibly from a different patient, that start at the end of the first record. They seem to begin in the middle of a description of an operation, and do not seem to correlate with the initial record or with an asr hip. At this time, the additional information is being disregarded as included in error. The information received does not change the MDR decision. This complaint was updated on: 07/07/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered pain, disability and excessive blood levels of chromium and cobalt as a result of the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (right hip). Doi: (B)(6) 2008 - dor: none reported (left hip). Pt is a resident of the state of (B)(6). Update 5/15/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 19 june 2014 (right hip) - der rcvd. Updated no dor confirmation, patient weight, surgeon / hospital details, corrected lot number for the cup and added stem and sleeve products.